Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the cable chain, detector, pax scan, grid and inner covers were replaced. Additionally, the detector was aligned to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the power connector for the x-ray detector of the imaging system was damaged. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: the detector/cp2 processor part was returned to the manufacturer for further evaluation. Through testing the reported issue was confirmed. The detector failed visual inspection as it was found that the power cable connector tip was broken off and stuck inside the detector panel. There was physical damage found on the corner of the detector panel, and the detector panel's outer case was bent with a hole in the corner. Due to the stuck power connector, the detector panel was unable to be installed in a test system. The cp2 processor component was installed into a test system; the system functioned normally and there was no problem found with the cp2 processor. It was determined that there was a physical damage failure with the returned detector/cp2 processor part. Device evaluation: the cable chain was also returned to the manufacturer for further evaluation. Through testing the reported issue was confirmed. Visual inspection confirmed the power cable that provides power from the processor to the detector panel had a damaged connector. The tip was broken off. It was determined that there was a physical damage failure with the returned cable chain. If information is provided in the future, a supplemental report will be issued.